Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Device evaluation by manufacturer: on 06-mar-2018, a field service engineer (fse) followed up with customer over the phone. Fse instructed customer on the proper way to clean and lubricate the z axis guide rod and lead screw. Customer completed run samples successfully without error. The g8 instrument is functioning without errors; no further action was required by the fse. A 13 month complaint history review and service history review for similar complaints was performed for the serial number (B)(4) from 02feb2017 through aware date 02mar2018. There were no similar complaints identified during the search period. The g8 variant analysis mode operator's manual under chapter 5 - maintenance procedure, provides detailed steps on how to maintain the sample needle. In chapter 6 - troubleshooting, indicates that 710 z1-axis error is generated when an abnormality occurs in the up and down movement of the sampling needle. If this occurs during a stat assay, check that the container setting (cup or tube) is correctly set. The error also occurs when the sample vial was not recognized as a primary tube, due to the disoriented sample sensor. The most probable cause of the reported event was due to dirty sample needle apparatus.

Event description:
On (B)(6) 2018 a customer reported receiving 710 z1 axis error message while running patient samples on the g8 instrument. Technical support specialist (tss) instructed customer to turn the analyzer off and remove the cover over the sample needle and clean the rod holding the sample needle assembly. Customer informed the tss that the rod had a lot of buildup. Customer will run controls to check operation. Customer states that controls ran without error. Customer ran a sample which also ran without error. On (B)(6) 2018 customer called back to report the z1 axis errors are reoccurring. A field service engineer (fse) was dispatched to address the reported event, which caused a delay in reporting of patient results for hemoglobin a1c (hba1c). There was no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.